Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with a proposal to have the device evaluated/repaired; however, the proposal was rejected, and no further actions were performed by philips to resolve the issue. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a speaker issue. It was unknown how the issue was found. No patient or user harm reported.